Event description:
It was reported that vessel injury occurred. A 14 f isleeve had been placed via a femoral approach. A non-bsc balloon was inserted for valvuloplasty. When retracting the balloon, the physician encountered difficulties withdrawing the balloon through the isleeve introducer sheath. The physician reported that the balloon may not have been sufficiently deflated prior to removal or a sufficient vacuum had not been kept on the balloon during retraction. The isleeve and balloon were removed together and a large tear in the vessel was noted. The physician stitched the 2.5cm hole in the femoral vessels. It is unknown what caused the vascular injury. The patient is severely obese and "several" closure devices were used in the vessel before the isleeve was inserted. No additional patient complications were reported. The procedure continued as planned with another isleeve and a successful implant of an acurate neo valve. The patient has experienced a great result with the new valve and has been discharged home.

Manufacturer narrative:
Device analysis of the returned isleeve sheath revealed that the sheath is kinked in numerous locations. All of the seams starting to expand as expected with device usage. The tip is damaged.

Event description:
It was reported that vessel injury occurred. A 14 f isleeve had been placed via a femoral approach. A non-bsc balloon was inserted for valvuloplasty. When retracting the balloon, the physician encountered difficulties withdrawing the balloon through the isleeve introducer sheath. The physician reported that the balloon may not have been sufficiently deflated prior to removal or a sufficient vacuum had not been kept on the balloon during retraction. The isleeve and balloon were removed together and a large tear in the vessel was noted. The physician stitched the 2.5cm hole in the femoral vessels. It is unknown what caused the vascular injury. The patient is severely obese and "several" closure devices were used in the vessel before the isleeve was inserted. No additional patient complications were reported. The procedure continued as planned with another isleeve and a successful implant of an acurate neo valve. The patient has experienced a great result with the new valve and has been discharged home.